Manufacturer narrative:
Analysis found that the bezel was bent and touching the touchscreen caused by a shrunk gasket. (B)(4). Other relevant device(s) are: product ID: 8253200rf, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe has screen display issue and worked intermittently. The touchscreen was freezing during boot-up and nerve monitoring device crashes during surgery. This has happened multiple times. There was no patient impact.

Manufacturer narrative:
For the interface device: analysis found that the customer's complaint could not be verified. The wave washer was worn and cable clip was broke. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.